Event description:
Had shoulder implant on (B)(6) 2015 - painful for 3 years - infection set in and finally after 3 years plus started oozing out of incision - (B)(6) 2018 surgery again - infection so bad. Bone was eaten away and screw broken off and embedded in shoulder blade, so if it didn't come apart why was screw broken off. Put on piccline for 6 weeks - strong antibiotics - been sick and nauseous whole time - infection from the part had almost gotten the best of him. He had gotten to the point he couldn't do anything but lie down. Shoulder hurt all the time. Part is depuy synthes shoulder replacement part. Yes, whole life changed for last 3 years. Wasn't the same. In constant pain. They say there is a 3 year statute of limitations ongoing after doctor as I would sure go after him. He left (B)(6) and went to (B)(6) because he had so many lawsuits against him. He needs his license taken away. Dr. (B)(6) of (B)(6) in (B)(6). But these sorry parts they are putting in people need to be checked out better and improved. He needs some kind of compensation for all he has suffered the last 3 years. Infection and still have a screw lodged in shoulder blade. Was someone operating the medical device when the problem occurred: yes. If yes, who was using it: the person who had the problem.